Event description:
A cardioquip technician notified cq service via email that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing and forwarded them to cardioquip for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing to provide a quantitative assessment of the water quality.

Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the sample kits via email on 2/20/2023. There has been no response to this recommendation as of the date of this report.